Manufacturer narrative:
Event date is approximated as it was reported to have occurred. A medtronic representative went to the site to test the imaging system. Testing involved visual/physical inspection, functional inspection, and performance testing. Testing revealed that the network cable did not stay connected due to a broken tab. A new network cable was found and tested to work. The imaging system then passed the system checkout and was found to be fully functional. Part not returned, as no parts were replaced.

Event description:
Medtronic received information regarding an imaging device being used intra-operatively for a sacroiliac and thoracolumbar procedure. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome. It was reported that during the procedure, after the initial spins, when the site was ready to do a confirmation spin, the mobile view station (mvs) would not communicate. Site rebooted system and then the system functioned normally.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the imaging system. Testing involved visual/physical inspection, functional inspection, and performance testing. Testing revealed that the network cable did not stay connected due to a broken tab. A new network cable was found and tested to work. The imaging system then passed the system checkout and was found to be fully functional.